Event description:
It was reported that pump touchscreen was cracked and shattered, and caller stated pump had been removed from pocket and found damaged without any drop or impact and could no longer be used because touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement pump, later informed customer that original replacement order had been delayed but a new order had been submitted to arrive the next day, and customer acknowledged plan with no further assistance needed.